Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to lower abdomen with 1 cycle of coolmax and posterior flanks with 2 cycles of cooladvantage coolcurve plus on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment. On (B)(6) 2018, cef reported patient recently calling in office complaining he was not happy about the results and felt it got worse. Diagnosed on (B)(6)2018 of the lower and posterior flanks. Pah was described as enlarged and firm.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to lower abdomen with 1 cycle of coolmax and posterior flanks with 2 cycles of cooladvantage coolcurve plus on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment. On (B)(6) 2018, cef reported patient recently calling in office complaining he was not happy about the results and felt it got worse. Diagnosed on (B)(6)2018 of the lower and posterior flanks. Pah was described as enlarged and firm.

Manufacturer narrative:
Corrected data d1 - brand name.